Event description:
It was reported that during follow-up in clinic, the patient presented with high out of range pacing impedance and a loss of capture on their right ventricular lead. The lead was capped and replaced on (B)(6) 2021. The patient was in stable.